Event description:
In 2009, the lay user/pt's mother contacted lifescan (lfs) alleging that the pt's one touch ultramini meter was reading inaccurately erratic compared to another device. The complaint was classified based on the conversation the customer care advocate (cca) had with the rptr, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt's mother reported that the alleged inaccuracy a day prior to contacting lfs. The pt's mother claimed that the day before, the pt continuously obtained readings in the "400 mg/dl" range when tested with the subject meter. The reporter informed the cca that the pt is on an insulin pump. In response to the readings obtained, the rptr claimed she would administer an increased dose of insulin. In the late afternoon of the day of contact to lfs, the pt's mother stated that the pt began to shake, shiver and cry; symptoms she associated with a low glucose. At the onset of symptoms, the rptr stated she tested her son and obtained results of "146 and 118 mg/dl" with the subject meter and "58 mg/dl on another device (onetouch ultra), performed a few mins apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. It is not known what treatment, if any, the pt received in response to the symptoms. The rptr claimed that the pt had tested in the "300 mg/dl" (time unk) range prior to developing the symptoms and she had given him an increased dose of insulin (amount unk) in response to the reading. At the time of troubleshooting, the cca noted that the rptr did not have control solution to test the subject meter and test strips. Replacement products were sent to the pt. This complaint is being reported because the pt's mother claimed the pt obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.